Event description:
It was reported to philips that the system gave a remote alert indicating the tube current was out of range, impacting imaging. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During the course of investigation, it was identified that there was no direct customer complaint, but a notification was automatically identified by philips log file monitoring, which indicated that the x-ray tube current was out of range. According to the additional information acquired, the procedure was completed on the same system. A philips field service engineer (fse) inspected the system on-site and, as part of troubleshooting, checked the filament and re-greased the high tension (ht) candles. The system was returned to use in good working order and ready for clinical use. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the procedure could be completed as planned using the same system, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.